Event description:
It was reported that a patient underwent a surgical procedure to repair stress incontinence on (B)(6) 2009 and a sling and a pelvic floor mesh were implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4) - unspecified injuries occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: there are two possible devices involved in the event as follows: prolift pelvic floor repair, product code pfra01, batch 3238528; tension free vaginal tape /obturator product code 810081, batch 3238455,

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4). There are two possible devices involved in the event as follows: prolift pelvic floor repair, product code pfra01, (B)(4), exp date 10/31/2011, mfg date 11/18/2008. Tension free vaginal tape /obturator, product code 810081, (B)(4), exp date 10/31/2009, mfg date 11/19/2008. A review of the batch manufacturing records was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh removal surgeries on (B)(6) 2009 and (B)(6) 2011 due to vaginal mesh erosion, pain, bleeding, and dyspareunia. (B)(4) dyspareunia.

Manufacturer narrative:
It was reported that the patient also underwent cook medical surgisis repair graft implantation on (B)(6) 2011 due to vaginal mesh erosion.